Event description:
Patient in the catheterization lab. Our facility was issued a substitute suture brand called (0) CT-1 mersilene. While the physician was using this suture, the tip of the needle broke off. The tip of the needle was found and recovered. A member of our inventory team contacted the vendor representative. All the boxes of this substitute suture brand stored in the warehouse were identified with a sign saying, ¿do not use this substitute¿. A different brand of suture was obtained until such a time when our normal brand (ethibond) becomes available. The patient was an elderly male who was here for a diagnosis of dilated cardiomyopathy.